Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt's catheter was revised today. Per the manufacturer's device registry system, the catheter was explanted and replaced. No further information was provided. Additional information has been requested, but was not available as of the date of this report.